Manufacturer narrative:
(B)(6): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient presented with symptoms of pain and foreign body sensation on an unknown date. The patient was treated with topical corticoid-based eye drops on a weaning schedule. No surgical intervention was necessary. (B)(4).

Event description:
It was reported in a journal article in brazil that a randomized study to compare the efficacy of conjunctival autograft surgery with the attachment to the scleral bed using fibrin tissue adhesive or mononylon 10-0 suture after resection of primary medial located ptyerygium that a patient in the group where suture was used for the pterygium excision, developed complication of recurrence and was managed with clinical treatment until the twenty first postoperative day. The patient was followed until the sixth postoperative month.